Manufacturer narrative:
Product analysis: one ta6sl35 taiga guide catheter was received for analysis , information written in the bag matched the complaint file and lot number 0008809940 listed in the complaint. Visual inspection detected damage to the distal curve section of the shaft and the tip. The segment material is missing and the whole tip is missing. Due to the observed damage the braid wire is visible. The tip appears to have been completely torn from the distal shaft. The over-sleeve was severely damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a taiga guide catheter was intended to be used. The device was removed from packaging as per IFU with no issues noted. The device was inspected with issues noted. It was reported that when trying to insert the sheath the tip portion was split and the coating on the tip was peeled off and the inner material was visible. It was indicated that the coating peeled off prior to unpacking. The device was not used in the patient. A non-medtronic device was used to complete the procedure. At the facility devices are taken out of the box and hung on a hook in the catheter room. Although it was reported that the device was not used in the patient the damage observed indicates that an attempt may have been made to insert the device into the introducer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.